Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial right tka, the 62 y/o female patient had a revision due to poly worn, also infected tissue in patient. Liner was exchanged to a crc liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation as it was disposed by the hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of prosthesis wear which may have been due to a combination of axial rotation mismatch between the tibial and femoral components and patient-related conditions. A contributing factor to the severity of wear noted on the image of the explanted tibial insert may be due to being packaged in a non-conforming bag for over five years. However, this cannot be confirmed as the device was not available for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.